Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to turn their stimulation on this morning and they saw a new icon on the top of their patient programmer (pp) screen. The patient explained the icon, and it was determined that the patient was seeing the icon letting the patient know that the ins voltage was low. Patient services reviewed considerations. The patient stated that this was unexpected because their healthcare provider (hcp) had told them that their ins would last five years. Different variable that could affect the ins depletion rate were reviewed with the patient. There were no symptoms reported and the patient was redirected to follow-up with their healthcare provider regarding their ins depletion rate and ins replacement options. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-nov-03 stating that the cause of the premature depletion was unknown. Per the consumer, they had been questioned on how often they used their device. It was reported that the surgery would be scheduled soon. Patient weight was asked but unknown. No further complications were reported.